Manufacturer narrative:
The device was returned for analysis. The reported shaft material separation, the reported stent material separation and the reported stretched stent were able to be confirmed. The reported mechanical jam and the reported activation failure were unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy and/or other devices prevented the shaft lumens from moving freely; thus, resulting in the reported mechanical jam and the reported activation/deployment failure. Manipulation of the device resulted in the noted multiple device damages (multiple inner member kinks, multiple stent sheath kinks, bent hypotube, kinked and stretched jacket material) likely contributing to the reported difficulties. Manipulation of the compromised device during removal ultimately resulted in the reported stretched stent /noted stent damages (bent/ stretched/ broken struts/separated stent tabs), the noted separated I-beam, the reported shaft material separation/noted sheath separation and the noted separated handle halves. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem updated.

Event description:
Subsequent to the initially filed reports information was provided. During removal of the ses, the shaft separated and the partially deployed stent stretched and separated. No parts of the device were left in the patient anatomy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the femoral artery. The 6.0x150mm absolute pro self expanding stent system (ses) was advanced to the target lesion however during deployment the thumbwheel became stuck and the stent only partially deployed. The ses with the partially deployed stent was removed from the patient anatomy. The procedure was completed using another device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.